Event description:
It was reported that during a lobectomy on the first firing, the device would not open after it was fired on the bronchus. The surgeon cut above the stapler on the specimen side and tore the stapler off the pt side. Testing was done to ensure there was no leakage. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.